Manufacturer narrative:
The complaint for higher than expected readings was investigated. The serial number of the freestyle libre 2 sensor associated with the complaint is unknown. A review of potentially related complaint investigations identified (B)(4), which investigated sensor component lots, distribution in august 2022, that did not meet the product design specification and may produce high readings that are not clinically acceptable. Reference (B)(4). However, as the serial number is unknown, it is not possible to confirm the complaint is related to (B)(4). The related tripped trend reports were reviewed, and a trend was identified between september 2021 ¿ march 2022, investigated under (B)(4). The trend concluded that there was no product related issue and is unrelated to (B)(4) as the tripped trend was prior to the distribution of the bracketed sensor component lots (august 2022). If the product is returned and a serial number is identified to be related to (B)(4), the case will re-opened.the device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the abbott diabetes care (adc) device. A caller reported that a high scan of 10.1 mmol/l was received on the sensor compared to an adc meter result of 2.6 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional and received unspecified medical treatment for the reported issue and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections b5, h6 (component code, investigation findings, investigation conclusions), h7 - if remedial action initiated, h7 - other remedial action, h8 - usage of device, h9 - corrective action #, and h10 were incorrectly documented in the initial MDR submission. These sections have been updated.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. A caller reported that a high scan of 10.1 mmol/l was received on the sensor compared to an adc meter result of 2.6 mmol/l. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional and received unspecified medical treatment for the reported issue and no further information was reported. This is a known issue for the serial number associated with this complaint, addressed by adc fa1004-2023. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death or permanent injury associated with this event.